Event description:
It was reported that, during reprocessing, the ultrasonic gastrovideoscope tested positive for 22 colony forming units (cfus) of micrococcus luteus and 1 colony of brevundimonas. The scope was double reprocessed and re-cultured and came back with 11 cfu staphylococcus caprae and 50 cfu gram positive bacilli diptheroid-like. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, third party testing and the lm's final investigation. Correction: b3. Additional information: h6, h11. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed and a root cause could not be determined. The following is included in the device IFU: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.